Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported having experienced "hardening of the breast." Side was not specified. Patient reported having side unspecified "a lump or thickening in or near the breast or in the underarm area." This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported having experienced "hardening of the breast." Side was not specified. Patient reported having side unspecified "a lump or thickening in or near the breast or in the underarm area". This record is for the right side. Device was explanted.

Event description:
Device has been explanted.